Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. Power connector plug in and locked in place properly. No blank display noted during testing. Device failed sleep current measurement due to corroded battery tube and corroded electronic assemblies. The following were noted during visual inspection: pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. Insulin pump had vibrating, blank screen and red button keep flashing. No harm requiring medical intervention was reported. The device will be returned for analysis.